Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead and right atrial (ra) lead threshold alerts. The ra thresholds were unknown at that time; therefore, technical services (ts) discussed troubleshooting options. The rv thresholds were noted to have been good. A few weeks prior, ra pace impedance measurements were observed to be low within normal range. Then the patient had an unrelated procedure, during which a signal artifact monitor (sam) episode occurred due to noise and oversensing of the minute ventilation (mv) feature, which disabled the mv feature. Additionally during the procedure, the rv pace impedance measurements were less than 200 ohms and the ra pace impedance measurements were high within normal range. Ts discussed that the mv feature could be programmed back on. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead and right atrial (ra) lead threshold alerts. The ra thresholds were unknown at that time; therefore, technical services (ts) discussed troubleshooting options. The rv thresholds were noted to have been good. A few weeks prior, ra pace impedance measurements were observed to be low within normal range. Then the patient had an unrelated procedure, during which a signal artifact monitor (sam) episode occurred due to noise and oversensing of the minute ventilation (mv) feature, which disabled the mv feature. Additionally during the procedure, the rv pace impedance measurements were less than 200 ohms and the ra pace impedance measurements were high within normal range. Ts discussed that the mv feature could be programmed back on. The device remains in service. No adverse patient effects were reported.